Event description:
Vns pt has experienced an increase in seizure activity. It was reported that the pt had a seizure while cooking and subsequently burned their hand. Resulting in e.r. Visit. The pt reports that they do feel device stimulation. Investigation to date has been unable to determine whether the reported increase in seizure activity is an increase above pre-vns baseline frequency or an increase above previous efficacy with the vns therapy.